Event description:
Customer reported that a disposable set cracked. It was being attached to another 2420-0500. The drug infusing was herceptin. There was no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer stated product will be returned but the set has not yet been received. A follow up report will be submitted with failure investigation results should the device be received for eval.